Manufacturer narrative:
MDR ownership: pr# corrected to (B)(4) in the short description. MDR ownership: pas r2 added to the short description. PMA / 510k # corrected to bk050036.

Manufacturer narrative:
Results: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for (B)(4) with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported the bd vacutainer® edta 2k the tube was under filling.

Manufacturer narrative:
Date received by manufacturer is corrected to 10/04/2016.